Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Patient submitted video of themselves walking; review of video by a registered nurse reported there is an audible clicking and crepitus sound is present with knee movement.

Manufacturer narrative:
Information was received via maude report mw5063421. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing constant pain in the knee after a total knee arthroplasty.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. The primary operative notes provided confirm that the patient underwent right total knee arthroplasty on (B)(6) 2015 for severe degenerative joint disease. Review of primary operative notes does not indicate root cause. Range of motion, fit and stability were found to be excellent. Also excellent tracking of patella was noted. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.